Event description:
It was reported that a cgm error occurred, identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided complete information for a pump reset and guided the caller through the process. After the pump reset, the error code did not reappear.